Event description:
It was reported that when injecting medication, a leak was found at the connection of the filter and the syringe. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.